Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, there was suspicion of loss of sterility of the electrophysiology (ep) catheter due to a bad packaging seal. There was no patient involvement reported.